Event description:
It was reported that a malfunction alarm occurred. Customer reverted to an alternate form of insulin therapy. It was reported that a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the minimum fill and settings issues could not be verified. The information will be used for tracking and trending purposes.